Event description:
Information was received from a patient who was implanted with a neurostimulator for degen disc disease/herniated disc pain and non- malignant pain. It was reported that the patient had a fall around the time that there was a change in therapy. The change in therapy occurred after the fall. This was reported as a sudden change starting last month. The patient stated that stimulation was sending tingling down both legs and into their toes. They were having stimulation into the abdominal muscles as well into the sides of the abdomen, causing major cramping in their legs and both the front and sides of their abdomen. The patient stated that they turned stimulation off and had not had any type of reprogramming.

Event description:
Additional information was received from the patient reporting that the patient was going to need their paddle leads removed. The patient stated that they would be removed because they need to be replaced and move the location of leads. The patient stated that he device was not working like it was supposed to. The patient stated that their device was stimulating the wrong muscles. The patient stated that stimulation was going towards their upper torso. The patient stated that the device was not working like it should. The patient stated that they had met with the reps for adjustments and they stated the only thing they could do now was move/replace the paddle leads. It was reported that the patient¿s ins was in ¿sleep mode¿ in april/may 2018 and their stimulation in the wrong spot occurred in 2018. It was reported that the patient had a fall in jan-2018. It was indicated that the patient has met with a rep for several adjustments and stated it had been several months and the patient stated that the rep had to get their device out of sleep mode. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: 2012-07-24, product type: lead. Product ID: 97702, serial# (B)(4), implanted: 2018-09-25, product type: implantable neurostimulator. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.